Event description:
The hcp reported the pt was experiencing increased spasticity. A catheter study demonstrated good flow. A rotor study showed the pump to not be working. The pump was explanted and replaced and returned to the MFR for analysis.